Event description:
It was reported that a system error 2240 alarm (air in set / line) occurred on the homechoice device during dwell 4 of 4 of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. There was nothing unusual found during troubleshooting that could have caused or contributed to the reported alarm. The technical service representative (tsr) explained the alarm and assisted the patient in ending the therapy. The patient was to complete therapy with a manual exchange. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted. Visual inspection, leak testing, clamp function testing and clear passage testing were performed with no issues noted. The device was attached and ran on the homechoice machine in simulation of real therapy use and there were no problems found. The sample was not verified for the reported issue because it was determined to meet all product specifications related to the reported system error 2240; therefore no cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is ongoing. Should additional relevant information become available, a follow-up MDR will be submitted.